Event description:
It was reported that the threaded stud broke off of the handpiece at the start of the hernia repair case. A second handpiece was used to complete case with no patient consequence.

Manufacturer narrative:
G4, h4, 6: info anticipated, but unavailable at this time.